Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion' was reproduced. A review of the event history log (ehl) revealed multiple occurrences of "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor value was out of specifications. The downstream sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.